Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm® volbella¿ with lidocaine and 1 ml juvéderm® volift¿ with lidocaine. 2 weeks later, 0.55 ml juvéderm® volift® retouch and 1 ml juvéderm® volbella¿ with lidocaine applied. 4 months later, a granuloma in the lips was diagnosed. No report of biopsy to confirm. The juvéderm® volift¿ with lidocaine applied to the lips was dissolved with hylase. Corticosteroid also provided as treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00317 (allergan complaint# (B)(4)) and MDR ID# 3005113652-2020-00318 (allergan complaint# (B)(4)). This MDR is being submitted for the second injection of juvéderm® volbella¿ with lidocaine.